Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Technical services (ts) analyzed device episode data and found that the shock was due to t-wave oversensing. The physician noted that it could have been a slow ventricular tachycardia (vt) with double counting of the rhythm. The patient's rhythm returned to normal after the shock. A treadmill test was performed in clinic where a new reference template was stored at a high heart rate. No additional adverse patient effects were reported. Currently, this s-ID system remains in service.